Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine displayed a 'reinstall vent' alarm. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The reported stop of the automatic ventilation and the displayed "reinstall vent¿ alarm could be comprehended on the basis of the log file analysis. It is generated if a too low vacuum pressure is detected in the ventilator piston. The vacuum is needed between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. As different root causes are conceivable dräger has given recommendations for an on-site device check to the biomed. Unfortunately neither a feedback of the on-site tests nor any replaced parts were provided for investigation. Therefore the exact root cause could not be determined. But it is conceivable that the ventilator diaphragm which is a detachable component and typically removed for cleaning and disinfection had caused the reported symptom when it is not correctly re-installed by the user after reprocessing. The apollo reacted as specified for the detected deviation with a stop of the automatic ventilation and the corresponding alarms to inform the user about the situation. Manual ventilation and monitoring functions are still available.

Event description:
Please see initial-report.